Manufacturer narrative:
Concomitant medical product: 429888 lead, implanted: (B)(6) 2015.

Event description:
It was reported by the patient that they received shocks from the cardiac resynchronization therapy defibrillator (crt-d) that the doctor deemed unnecessary. The patient went to the emergency room and the device was updated. No further information is available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.